Manufacturer narrative:
Foot left load cell.

Event description:
It was reported by service report that the scale and bed exit were not working. No patient involvement or adverse consequences are reported.